Manufacturer narrative:
Provided information as we received it. Implant date of (B)(6) 2015 and explant date of (B)(6) 2014. A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. This report shall not be considered as an admission by atrium medical that the product described in the lawsuit and described herein are or were defective, or that it had any casual relationship to any injuries allegedly sustained by the plaintiff.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medicals mesh product. Allegedly, after the mesh was implanted for ventral hernia repair, plaintiff experienced pain. The plaintiff was later involved in a separate accident and the mesh removed during treatment for the accident. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.